Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts have perforated into the organs and the filter tilted with the filter becoming embedded in the inferior vena cava wall. Furthermore the device detached and a small limb is retained within the inferior vena cava at the level of the left renal vein and just below it. Initially there was an attempted but unsuccessful percutaneous removal procedure. The device was removed. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two months later, ultrasound-guided access of the right internal jugular vein was achieved with a micropuncture kit. After that, a wire was advanced into the inferior vena cava, sheath was placed and then a pigtail catheter was placed in the infrarenal position. Inferior venacavogram showed no evidence of thrombus within the inferior vena cava filter. The filter was noted to have migrated somewhat and it had been tilted since the time of positioning. Then, the filter was attempted to remove but was unsuccessful in order to grasp the cone. The cone was tried to retrieve as well as different snares. Multiple maneuvers were attempted. Balloon angioplasty was placed to allow the filter to move and grasp it. However, upon pulling, the filter appeared to be well embedded into the inferior vena cava. With its lower legs some of those were noted within the renal vein without obstructing flow. The filter was unable to remove. On the next day, computed tomography of chest, abdomen, and pelvis with intravenous contrast was performed and result showed that an inferior vena cava filter extended from just above the renal vein insertions, inferiorly. One of the limbs extended into the right renal vein. Two of the limbs likely extended into the left renal vein. It was also reported that the patient experienced abdominal pain to right upper quadrant under ribs. After three weeks, filter retrieval procedure was performed. Ultrasound-guided access of the right internal jugular vein was performed. An 8-french sheath was placed over which a stiff wire was placed all the way down to the contralateral iliac vessels and proceeded to place a pigtail catheter. Venacavogram showed no evidence of thrombus within the inferior vena cava filter. The filter was noted to be tilted towards the right side anteriorly. Then a 14-french sheath was placed all the way down to the inferior vena cava below the diaphragm. Several wires and manipulations were then proceeded. Then the filter was able to control and snare a wire around the neck of the filter and manipulated the filter in such a way that could be able to straighten the filter with its axis along the axis of the inferior vena cava. Then it was able to go from the neck and place the retrieval cone device, the filter was able to grasp and retrieved into the 14-french sheath and remove it completely. The filter was investigated and there were gross or obvious evidence of no missing parts of it. No evidence of hematoma. On the same date, computed tomography of abdomen, and pelvis with intravenous contrast was performed, and result showed that a previously noted inferior vena cava filter had been removed. A single small limb remained within the inferior vena cava at the level of the left renal vein and just below this. This was not appreciated on the previous computed tomography scan from the previous examination and might represent an additional tiny prong from the inferior vena cava filter which had been removed. Therefore, the investigation is confirmed for alleged filter limb detachment, perforation of the inferior vena cava, filter tilt, filter migration, positioning issue and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 03/2011), (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts have perforated into the organs and the filter tilted with the filter becoming embedded in the inferior vena cava wall. Furthermore the device detached and a small limb is retained within the inferior vena cava at the level of the left renal vein and just below it. Initially there was an attempted but unsuccessful percutaneous removal procedure. The device was removed. The current status of the patient is unknown.